Event description:
There was a blood leak without any alarm.

Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field rep found some residual blood around the blood pump housing. The service technican cleaned all rotor and raceways assemblies for pumps, checked all pressure pods and scales. He performed several prime self test and simulated run without any alarms. As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.